Event description:
It was reported that during preparation of and before use in the patient, when negative pressure was pulled, there was a leak observed in the balloon [tear/hole in balloon] on a 9x20mm armada 35 balloon catheter an a 4.0x60mm armada 14 balloon catheter. The same issue occurred with both balloons. Another armada was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The armada 14 device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported leak and tear were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported tear and leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.